Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation instrument. The caller indicated that the large spine clamp was broken and the reported probable cause was that the surgeon opened the clamp too much causing the 2 washers which fix the screw to go away. The issue occurred during a sacroiliac and thoracolumbar procedure. There was no delay in procedure or change in patient outcome as a result of the issue.

Manufacturer narrative:
The clamp 9734715 spinous process tall (160707) was returned for analysis. Analysis found that the retainer ring had been pulled from the adjustment screw and was missing. As is, the screw would be able to close the clamp but not open it. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.